Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of device breakage ("part of essure spring came out after intercourse") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2013 she experienced post procedural haemorrhage ("a little bleeding the first 5-6 days after essure insertion") and procedural pain ("a little cramping on right side the first 5-6 days after essure insertion"). On (B)(6) 2013 she experienced device breakage (seriousness criterion intervention required) and device expulsion ("part of essure spring came out after intercourse"). Essure was removed on (B)(6) 2015. The patient was treated with surgery (essure removal on (B)(6) 2015). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device expulsion, post procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: it was reported the first 5-6 days after essure insertion, the patient experienced a little bleeding and a little cramping on right side, no other problems. It was the end of her period now. On (B)(6) 2013 1:30am, part of the essure spring came out after intercourse. Reporter had it available for return. No treatment was given. Reporter stated she planned to go to her doctor's office on day after date of report and have a tubal ligation. Latest follow-up information from 21-feb-2023: discrepancy noted regarding essure insertion dates reported: (B)(6) 2013 and (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of device breakage ("part of essure spring came out after intercourse") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013 she experienced post procedural haemorrhage ("a little bleeding the first 5-6 days after essure insertion") and procedural pain ("a little cramping on right side the first 5-6 days after essure insertion"). On (B)(6) 2013 she experienced device breakage (seriousness criterion intervention required) and device expulsion ("part of essure spring came out after intercourse"). Essure was removed on (B)(6) 2015. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal on (B)(6) 2015- hysterectomy - uterus). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device expulsion, post procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: it was reported the first 5-6 days after essure insertion, the patient experienced a little bleeding and a little cramping on right side, no other problems. It was the end of her period now. On (B)(6) 2013 1:30am, part of the essure spring came out after intercourse. Reporter had it available for return. No treatment was given. Reporter stated she planned to go to her doctor's office on day after date of report and have a tubal ligation. Latest follow-up information from 21-feb-2023: discrepancy noted regarding essure insertion dates reported: (B)(6) 2013 and (B)(6) 2014. Implant and removal state: co. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: surgery type and narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of device breakage ("part of essure spring came out after intercourse") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patients medical history or concurrent conditions. In (B)(6) 2023, the patient had essure inserted. During the first 5 -6 dyas after insertion, she experienced post procedural haemorrhage ("a little bleeding the first 5-6 days after essure insertion") and procedural pain ("a little cramping on right side the first 5-6 days after essure insertion"). On (B)(6) 2013 she experienced device breakage (seriousness criterion intervention required) and device expulsion ("part of essure spring came out after intercourse"). The patient was treated with surgery (essure removal on (B)(6) 2015). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device expulsion, post procedural haemorrhage and procedural pain to be related to essure administration. The reporter commented: it was reported the first 5-6 days after essure insertion, the patient experienced a little bleeding and a little cramping on right side, no other problems. It was the end of her period now. On (B)(6) 2013 1:30am, part of the essure spring came out after intercourse. Reporter had it available for return. No treatment was given. Reporter stated she planned to go to her doctor's office on day after date of report and have a tubal ligation. Latest follow-up information from 21-feb-2023: discrepancy noted regarding essure insertion dates reported: (B)(6) 2013 and (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet received. Reporter¿s information was updated and a new reporter (lawyer) was added. Furthermore, indication, insertion and removal dates of essure were provided. The event device breakage was upgraded to serious incident and all events considered as related. The imdrf codes were also updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.